Event description:
The following publication was reviewed: title: midterm results of aneurysmorrhaphy for enlargement after endovascular aneurysm repair source: journal of vascular surgery, volume 82, issue 5, pp. 1649¿1657, 2025. This is a retrospective single-center cohort study that reviewed the medical records of 50 patients who underwent aneurysmorrhaphy (semiconversion) for aneurysm enlargement after endovascular aneurysm repair (evar) between 2016 and 2021. The primary indications for surgery were aneurysm expansion associated with type ii or type v endoleaks (els). The objective of the study was to evaluate midterm clinical outcomes and identify factors associated with aneurysm re-expansion following aneurysmorrhaphy. Initial evar procedures used one of three devices: zenith (cook medical, n=11), gore® excluder® aaa endoprosthesis (w. L. Gore & associates, n=22), or endurant (medtronic, n=17). Aneurysmorrhaphy was performed using a transperitoneal approach involving sac opening, thrombus removal, and plication without graft explantation. Adjunctive procedures such as proximal banding or distal landing extensions were performed as indicated. The median operative time was 189 minutes, and median estimated blood loss was 450 ml. No perioperative mortality occurred. Intraoperative morbidity was 6%, including bleeding, intestinal injury, and acute arterial occlusion. Postoperative morbidity was 12%, including aspiration pneumonia, incisional hernia, and gastrointestinal perforation. During a mean follow-up of 4.5 years, the 5-year survival rate was 90%, and the 5-year freedom from reintervention was 92%. The 5-year freedom from aneurysm re-expansion was 84%. Preoperative CT diagnoses were revised intraoperatively in 26% of patients, including identification of occult type ib or type iiib els previously misclassified as type ii els. Residual postoperative els and large residual dead space (>70%) were significant predictors of re-expansion. The authors concluded that aneurysmorrhaphy represents a viable, less invasive alternative to graft replacement for aneurysm enlargement after evar, particularly in high-risk patients; however, the risk of late re-expansion remains, emphasizing the importance of adequate sac reduction and careful patient selection.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: midterm results of aneurysmorrhaphy for enlargement after endovascular aneurysm repair source: journal of vascular surgery, volume 82, issue 5, pp. 1649¿1657, 2025. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.